Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, concentric, de novo, 99% stenosis in the left anterior descending artery. Following pre-dilatation, the 2.5 x 38mm rx xience xpedition drug eluting stent was advanced to the lesion and pressurized; however, the balloon inflated a very little for about 1mm. The device was removed from the patient anatomy and a second stent device was successfully used to complete the procedure. Resistance was noted during advancement and removal of the device, due to patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.